Event description:
Per (B)(6) home health registered nurse on her backline reporting pump issue. (B)(6) stated pump is already due for maintenance and when I spoke with home health registered nurse who stated she received an empty lit battery message so we need to replace pump with new one for tomorrow delivery. Multiple day infusions and today patient will infuse via gravity. No missed doses reported. No adverse events reported. Sending replacement pump. Pump available for investigation upon return. No further information provided.